Event description:
It was reported that while removing the cot from the ambulance, the cot dropped. It was also reported that the green gas cylinder was leaking fluid. No injury and/or adverse consequences as a result to this incident to pt or user reported.

Manufacturer narrative:
Relative to the reported leak; it is likely that the cylinder's seal was damaged. Relative to the reported cot drop: the green gas cylinder provides assistance when locking the cot's legs, however, the cot's locking mechanism is not dependant on the green gas cylinder. The cot's legs can still be locked even if the green gas cylinder has lost pressure. The operations manual requires that the operators ensure the cot's legs are locked prior to release.